Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that the cartridges were not fitting well on the pump due to alleged damage to the pump housing. Additionally, it was reported that the usb port was damaged, causing difficulties with charging the pump. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.